Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not functioning properly and she ended in the hospital due to high blood glucose. The blood glucose reading at time of call was 450mg/dl. Troubleshooting was performed. The time, date, basal rates and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Instructed the customer to remove the cannula, and it was not bent or occluded. Advised the customer to call back when she locates the tubing clamp to continue testing. No further information was provided.